Manufacturer narrative:
The agent reported revision, scapular notching, for unknown reason. Complaint has been evaluated and is similar to report number 1644408-2024-01731; 508-36-101, s800 - revision surgery, revision surgery if additional information regarding the reported event is submitted at a future date, this investigation will be re-evaluated.

Event description:
Revision surgery - scapular notching due to unknown reason.